Event description:
A (B)(6) pt called zoll customer support to report that his electrode belt was physically damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (belt physically damaged) has been confirmed. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, damaging wires. The root cause for the strained cable would not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.